Event description:
It was reported that a pocket infection occurred. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event. The leads were subsequently returned and tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual summary analysis of the lead was performed and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024 lead, implanted: (B)(6) 1993. (B)(4).